Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker entered safety mode and technical services (ts) was contacted to review the information. Ts noted that the last remote transmission prior to the safety mode was three months earlier. Ts recommended device replacement. The pacemaker remains in service and no adverse effects have been reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the pacemaker entered safety mode and technical services (ts) was contacted to review the information. Ts noted that the last remote transmission prior to the safety mode was three months earlier. Ts recommended device replacement. The pacemaker remains in service and no adverse effects have been reported. Additional information was received that the device was explanted. No additional adverse effects were reported.

Event description:
It was reported that the pacemaker entered safety mode and technical services (ts) was contacted to review the information. Ts noted that the last remote transmission prior to the safety mode was three months earlier. Ts recommended device replacement. The pacemaker remains in service and no adverse effects have been reported. Additional information was received that the device was explanted. No additional adverse effects were reported. The information provided indicates this product has been returned for analysis but is currently being held in customs. Upon receipt and analysis of this product, an updated report will be provided. The device was held in customs, but has now been returned. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.